Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (25 mg/ml at 26.984 mg/day) and bupivacaine (15 mg/ml at 16.191 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that a volume discrepancy occurred where the actual residual volume was greater than the expected residual volume. It was noted the discrepancy was "significant, but did not have the actual volumes." A dye study was performed, but it was determined over the call that the procedure was not done correctly and that the pump was working. The logs were normal. Follow-up with the representative confirmed that the cause of the discrepancy was unknown, and the representative was going to be present for the next two refills. The event was not considered resolved. The patient's weight was unknown. No patient symptoms were reported. No further complications were reported.